Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had read inaccurately erratic. The patient did not know the date/time that the alleged meter issue started. The patient reported blood glucose results of "3 something" and "89 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Actual results of "323 and 271 mg/dl" were found in the meter's memory. Based on statistical methodology, the calculated difference of the alleged glucose results exceeds the expected value of <= 20% and/or <=20% mg/dl. As a result of obtaining the meter reading above "300 mg/dl," the patient took increased doses of insulin. The patient took 18 units of humulin-n insulin and 3 units of "r" insulin. At an unspecified date/time later, the patient reportedly developed symptoms of feeling sleepy and like she was going to pass out. The patient's blood glucose was tested on another meter but she could not recall what result(s) were obtained. The patient denied receiving medical intervention from a health care provider. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged she developed symptoms suggestive of hypoglycemia after obtaining allegedly inaccurate meter results and taking insulin.